Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). It was indicated that the patient experienced a loss of stimulation. The patient reported that they had concerns due to thinking that the device was not working properly since they were leaking instead of having a void. The patient was at 1.3 and increased up to 1.5 where they felt buttocks area flutter. Additional information was received from the patient on (B)(6) 2017. The patient reported that they were having pain at the right side before switching sides. The patient also noted that they were having more frequency and were thinking that they were getting another urinary tract infection (uti). The patient advised that they had a history of uti. No further complications were reported or were expected. No further complications were reported or were expected.